Event description:
It was reported that 5 bd¿ extra large sharps collector slide top was missing lids. The following information was provided by the initial reporter: this is regarding the item 305609 for the po 4515231937, our customer ordered 5 cases of this item and all 5 cases were received but they reached us stating that there is no lids for 1 case ( 5 items ) that has been delivered.

Manufacturer narrative:
The manufacturing location for this product is flextronic. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that " all 5 cases were received but they reached us stating that there are no lids for 1 case (5 items)" could not be verified due to the product or photos not being returned for failure investigation. A device history record review process to verify if there were issues reported like missing lids during the manufacturing process of this product, was not able to be performed since not lot number was provided. A review of the non-conformance material report was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months within our process. H3 other text : see h10.

Event description:
It was reported that 5 bd¿ extra large sharps collector slide top was missing lids. The following information was provided by the initial reporter: this is regarding the item 305609 for the po (B)(4), our customer ordered 5 cases of this item and all 5 cases were received but they reached us stating that there is no lids for 1 case ( 5 items ) that has been delivered.